Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, as the sales consultant was putting the instrument try back together, it was noticed that the tip of the screwdriver was missing. It was used in the previous pelvic surgery on (B)(6) 2019. The sales consultant was unaware of the missing tip during the operation. The surgeon has been made aware of this missing tip on september 04, 2019 at 1 pm pst pacific time. The procedure and patient consequence were unknown. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, it is observed that the tip of the received device was found to be broken. The broken piece was not returned. The rest of the device shows normal wear which would not contribute to the complaint condition. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A visual inspection, and document/specification review were performed as part of this investigation. The complaint is being confirmed as the tip of the received device was found to be broken. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.